Manufacturer narrative:
This submission is for the 2q19 asr serious injury events for endosseous dental implants under asr exemption # 1997026. This report summarizes 8737 serious injury events. (B)(4).

Event description:
This report summarizes <noe> 8737 </noe> reported events. This submission is for the 2q19 asr serious injury events for endosseous dental implants. This report summarizes 8737 serious injury events where patients' experienced endosseous dental implant failure. Of these events there were: 1899 events where infection occurred. 1720 events where inflammation occurred. 955 events where patients' experienced osteolysis. 764 events where erosion occurred. 61 events where patients' experienced pain. 10 events where tissue damage occurred. 6 events where the nerve proximity was not otherwise specified. 5 events where abscess occurred. 4 events where a patients' experienced sinus perforation. 4 events where patients' experienced swelling. 4 events where numbness occurred. 2 events where patients' experienced fistula. 2 events where patients' experienced hypersensitivity. 1 event where wound dehiscence occurred. 1 event where a patient experienced inadequate osseointegration. 1 event where necrosis occurred.